Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the ems was dispatched due to low blood glucose. Customer's blood glucose was around 30 mg/dl to 40 mg/dl. Customer mentioned the sensor glucose was 70 mg/dl. No troubleshooting was done on the reservoir or insulin pump. Customer will not be returning the reservoir for analysis.